Event description:
Information was received indicating that this cassette reservoir exhibited leakage. While the medication was being mixed, it was noted that there was a leak and a tear in the bladder of the cassette. No adverse patient effects were reported.